Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was a vessel closure using the pre-close technique hole via a 16f sheath prior to a transcatheter aortic valve implantation (tavi). The sutures of two proglide devices were successfully placed. The sheath was maintained as a 16f sheath and the tavi procedure was completed. The knot of the first device was successfully advanced; however, when the suture of the second device was tightened the suture broke. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.